Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with implantable cardioverter defibrillator (ICD) complained of pain at the site of implantation. Additional information obtained from the field representative indicated that the pain was caused by the device. This ICD was explanted. No additional adverse patient effects were reported.